Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hysterectomy to treat pelvic pain and uterine fibroids and an absorbable adhesion barrier was used. Four days after the procedure, the patient presented with a pelvic abscess due to a leak. A drain was placed and antibiotics were started. The current condition of the patient was reported as stable with the drain in place.